Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of absence of treatment.

Event description:
It was reported during the procedure, the distal tip could no longer be deflected. The procedure was cancelled due to this event. There were no patient complications reported.